Event description:
It was reported that during a laparoscopic cholecystectomy, before the use of l-hook cautery to remove the gallbladder, it was noticed that it burnt through the sheath. Further, there was a delay in the procedure, but no adverse consequences were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.